Event description:
Stsf (smarttouch sf) ablation catheter malfunctioned. Manufacturer response for stsf ablation catheter, (brand not provided) (per site reporter). Catheter replaced free of charge by biosense webster due to poor signals during ablation.